Manufacturer narrative:
Update to coding; h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; it was clarified that the tip detached while attempting to close the tip cap and was moving against the bloodstream, towards the heart. An attempt to retrieve the tip using a snare was unsuccessful. The tip was retrieved via open surgery medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the tip had detached prior to receipt of the device, the detached tip was not received alongside the device. The device was received with a sentrant sheath loaded over the graft cover, a deformed non-medtronic stent graft was entrapped at the distal end of the device. Deformation was evident to the graft cover. The backend wheel moved smoothly with no issues, and the tip lumen could be advanced and retracted via moving the backend wheel. No other deformation evident to the remainder of the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the index procedure to treat an ulcer using the stent graft etcf2525c49ee endur ii cuff, the tip of the delivery system could not be captured with the back-end wheel after stent graft deployment and advancement. The deployment procedures were reportedly followed accurately. The delivery system was easily inserted through the sheath, positioned and deployed directly distal to the renal arteries, then released from the spindle. It was then moved beyond the stent hooks and retracted. The cap was then retracted, but the wheel jammed. Attempting to turn it back and forth again to retract it did not change the situation; the wheel jammed or over-rotated in both directions, and the cap remained rigidly fixed above the spindle. The physician decided to remove the delivery system as it was; however, during withdrawal of the system under x-ray guidance toward the sheath, a non-medtronic bare metal stent became visible and wedged between the sleeve and spindle in the common iliac artery, causing the tip to break off from the delivery system. This stent was not visible under x-ray during the initial release and retraction of the cap. The procedure was converted to open surgery. The physician was unable to retrieve the detached tip. The patient did not survive the major surgery and expired three days later from therapy-resistant metabolic acidosis with multiple organ failure.

Manufacturer narrative:
Product analysis conclusion: the reported removal difficulties and tip detachment were likely confirmed; however, the cause of the events could not be conclusively determined based on the limited images available. Procedural angiograms showing attempts to close the tip cap, the removal attempts, and the exact moment when the tip detached were not available for a thorough assessment of the events. It is possible that a combination of factors, including not being able to close the tip cap, a severely calcified and narrow iliac artery, and the presence of a bare metal stent in the artery, contributed to the removal difficulties resulting in tip detachment. The cause of the patient's death could not be assessed based on the images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.